Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately. The patient usually takes lantus insulin 6 units, 3 times a day. The patient obtained a result of 44 mg/dl on the reported meter, which they interpreted to be 44 mmol/l (converts to 792 mg/dl). (It appears that the patient was hypoglycemic, without symptoms, at the time of testing. It would have been helpful to know the event before they got to this low glucose level). They took extra insulin: 10 units of lantus insulin, instead of their usual dose of 6 units. 1 hour later, they were shaky and "had a problem with their eyesight". They did not test with the meter while symptomatic. They took nothing to eat or drink. Their family member drove them to the hospital where a result of 2.6 mmol/l (converts to 47 mg/dl) was obtained on the hospital device. They were treated with glucose and food, and was admitted to the hospital over night for observation. The customer care representative (ccr) confirmed that the meter was set to mg/dl instead of mmol/l. The patient stated that they could not remember changing the meter settings and they did not pay attention to the decimal point being absent from the meter readings. The ccr instructed the patient that the meter reads "hi" for results >33.3 mmol/l. The patient misinterpreted the meter reading while apparently having no symptoms of high or low blood glucose level. They believed their blood glucose level was elevated, took extra insulin, experienced hypoglycemia, and required medical intervention. The event meets the criteria for an adverse event medical device reportable. The meter was replaced.